Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (1gm, every 96 hours), ceftazidime (1gm, every day), and amikacin (125mg) for peritonitis. Patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The peritonitis was manifested by cloudy fluid and abdominal pain. The patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 96 hours, discontinued), ceftazidime injection (1gm, intraperitoneal, once daily, discontinued), and amikacin injection (125mg, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient recovered from peritonitis. Pd therapy was ongoing. On an unknown date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.